Manufacturer narrative:
Voluntary report number mw5103583. It was reported by the facility in a voluntary event report, upon positioning a deployment balloon inside the sapien for a planned transcatheter aortic valve intervention, it was noted that the stent struct on the leading edge of the valve had been bent backwards after deliver to the descending aorta. It was decided that the best course of action was to remove the valve system and replace with a new one. Immediately after the withdrawal of the valve and sheath the patient became hypotensive. A large tear in the external iliac artery was noted. Although contralateral balloon tamponade and massive transfusion was performed the patient succumbed to a massive retroperitoneal bleed. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, wire position was lost during valve alignment. Upon withdrawal of the sapien 3 ultra valve, commander delivery system and esheath, a bent strut on the valve frame was observed. It was also reported that the sheath was damaged. A large tear in the iliac artery was also observed. It was noted prior to the procedure that the iliac arteries were very tight. A 14fr esheath was placed and a 26mm sapien 3 ultra valve and delivery system were advanced through the sheath. Upon positioning the delivery system balloon in the sapien 3 ultra valve, it was noted that a stent strut on the leading edge of the valve was bent backwards after positioning the valve in the descending aorta. The decision was made to remove the devices and prepare a new valve. Immediately after the initial valve, delivery system and sheath were removed, the patient became hypotensive. A large tear in the external iliac artery was noted. Contralateral balloon tamponade and stent placement was attempted. Massive blood transfusions were also performed. The procedure was converted to open surgery in an attempt to repair the injury. The patient expired due to extreme blood loss from a retroperitoneal bleed.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery, patient 3mensio report, revealed calcification present in the access vessels. It was also noted that the vessel minimum luminal diameter (mld) was undersized for a 14fr esheath. A minimum of 5.5mm is required for a 14fr esheath. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. The complaint was not able to be confirmed due to no device returned for evaluation. No potential manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'prior to the procedure that the iliac arteries were very tight. A 14fr esheath was placed and a 26mm sapien 3 ultra valve and delivery system were advanced through the sheath. Upon positioning the delivery system balloon in the sapien 3 ultra valve, it was noted that a stent strut on the leading edge of the valve was bent backwards after positioning the valve in the descending aorta'. Per imagery review, the patient had calcification and undersized access vessel. Per the training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The presence of calcification and undersized access vessel can create a challenging pathway during delivery system insertion through the sheath, resulting in increased resistance. If excessive force was applied to overcome the resistance, it could result in reported bent struts and damage the sheath these patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definite root cause for the event could not be determined, available information suggests in addition to patient factors (calcification/undersized access vessel), procedural factors (excessive device manipulation) may have contributed to the complaint event. The patient factors (calcification/undersized access vessel) and procedural factors (excessive device manipulation) may have also contributed to the tear in the external iliac artery and subsequent patient death from extreme blood loss from a retroperitoneal bleed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.